Event description:
It was reported to boston scientific corporation in 2008 that a flexima biliary stent system was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed thirteen days earlier (patient gender, age, and weight are unknown). According to the complainant, when the physician had the stent in position, the nurse was unable to release the stent. The physician removed the stent and completed the procedure with another flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
A visual inspection of the returned delivery system (suture was not returned) revealed that the push catheter was bent and kinked. There was also a small tear distal to the suture hole in the distal end of the push catheter. The guide catheter was torn in two pieces. The proximal remnant was stretched, kinked, and tied in two knots. The distal remnant of the guide catheter was found to be stretched and had a suture impression in it. The suture impression was found at 7.9 centimeters from the distal end of the guide catheter. The cause of the damage is undetermined, however the most likely cause is operational context. A review of the device history record for the pertinent lot was performed; no anomalies were noted.